Event description:
It was reported the bronchovideoscope exhibited error code b30 (scope communication error). The issue occurred during a bronchoscopy diagnostic procedure. The procedure was completed with an olympus back-up device. The customer was informed to clean the scope with 70% isopropyl alcohol, to allow it to air dry, and reconnect it while the power was off. Upon powering up, the b30 error reappeared. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.